Event description:
Customer had a fasting blood glucose comparison performed. The lab result was 125 mg/dl and the devicve reading was 50mg/dl. Customer states that controls were in range but no values were given. A request was made for the return of the suspect device and replacement product was sent.